Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Tingling in her hand, arms, legs and feet [paraesthesia]. Numbness in her hand and arms [hypoaesthesia]. Pain in her hands, arms, legs and feet [pain in extremity]. Weakness in her legs and feet [muscular weakness]. Bone loss in her jaw [bone loss]. Case description: an attorney reported that her adult female client, now (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use beginning approximately 1989 to present, and/or super poligrip denture adhesive cream beginning approximately 1983 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in symptoms of tingling in her hand, arms, legs and feet, pain in her hands, arms, legs and feet, numbness in her hand and arms, weakness in her legs and feet, and bone loss in her jaw. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not solved. No further information was provided.

Manufacturer narrative:
Lot number or product was not returned by the reporter therefore unable to proceed with batch retain testing or product investigation.